Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip on the serfas instrument broke off during procedure; however, it was successfully retrieved. There was patient involvement, but there were no patient impact and no adverse consequences.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: tip breaking due to design or manufacturing of electrode or ceramic; electrode design, mim electrodes-variability in electrode material mixture, internal micro cracks, excessive re-grind, tool wear or rework. Laser-variation in cnc control, loose threads or motor off, or laser focus off. Etch-over or under-etching. Voids in ball-forming process. Ceramic design. Variation in material mixture of ceramic, manufacturing workmanship errors, excessive glass binders leading to fractures. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip on the serfas instrument broke off during procedure; however, it was successfully retrieved. There was patient involvement, but there were no patient impact and no adverse consequences.